Event description:
The physician used a wilson-cook triclip endoscopic clipping device during a post polypectomy bleed in the signmoid colon. Three clips datached in an open position and were left to pass naturally. Two clips were placed successfully. As the clips exited the end of the catherter all three detached from the drive cable. The bleeding was stopped with and injection. The patient was hospitalized for overnight observation due to factors not related to clip detachment. The patient was reported to be fine.